Event description:
The pt wanted larger breast implants. When the left implant was removed the outer lumen (saline)was ruptured the inner lumen (gel) was intact. The implants were 16 yrs old. Unable to obtain old implant info.